Manufacturer narrative:
The cobas 5800 serial numbers were (B)(6). The investigation indicated no product-related issues were identified. The event is consistent with external instrument contamination originating from environmental nucleic acids or cross-contamination through shared reagents used for the mpx assay.

Event description:
There was an allegation of discrepant hcv results with the cobas®mpx kit (480t) from two cobas 5800 analyzers. Between (B)(6) 2026, 12 pooled samples generated discrepant hcv results. On (B)(6) 2026, two pools $0eygdk66 (CT value 39.09) and $0eygdlcn (CT value 38.94), were reactive for the hcv target. All individual donor samples generated non-reactive results. Serology testing was all negative.